Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivery from the pump did not decrease the customer's blood glucose as expected. Blood glucose level was 400 mg/dl. Reportedly, the customer administered a manual injection.